Manufacturer narrative:
On (B)(6) 2016 contact called back and reported large air bubbles in the tubing. The customers blood glucose level was 100 mg/dl. The contact was educated on the proper load sequence. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels. However, the exact value was not provided for the past events. At the time of the call the customers bg level was 263 mg/dl and the contact stated the customer had a cold. The customer deliver boluses to stabilize bg level. The contact stated elevated bg's were due to air gaps in the tubing. The contact was able to expel the air gaps in the tubing for the past events by performing fill tubing and the customer resume insulin delivery. At the time of the call with tandem technical support (cts) a system check was performed and the contact noted air gaps in the tubing. The contact primed air gaps by performing fill tubing.